Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported false downstream occlusion alarms but were not reproduced. False downstream occlusion alarms were verified through a review of the event history log and found to be caused by he downstream sensor being out of specification and therefore the downstream sensor was calibrated. To correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false downstream occlusion alarms during preventative maintenance testing in the biomedical services department. There was no patient involvement. No additional information is available.